Event description:
It was reported that this recently implanted pacemaker exhibited far field oversensing on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes to be stored. In addition, an alert was detected for right atrial automatic threshold (raat) suspension. The information was discussed with a health care professional (hcp). The atrial sensitivity was appropriately increased to avoid the oversensing. This pacemaker remains in service. No adverse patient effects were reported.